Event description:
It was reported that during an intravascular procedure, the wire separated and remained in the catheter. The wire and catheter were removed without incident. No pt injuries or complications occurred.